Event description:
Complainant alleged that the emergency room staff was attempting to defibrillate a 63 year old male pt in ventricular fibrillation. The nurse charged the device, then pressed and briefly held both discharge buttons down in an attempt to administer a 360 joule shock to the pt, but the device would not discharge. The staff then obtained another and device successfully converted the pt to a normal sinus rhythm. There was no adverse effect on the pt as a result of the reported malfunction. The first device used on the pt during defibrillation also failed and was reported under medwatch number 1220908-1998-00297.